Event description:
At 3:00pm on (B)(6) 2014, the client self-administered on intercept oral fluid drug test. She reported some tingling initially then more of a stinging and burning sensation. At 5.5 hours later, at 8:30pm the client reported noticing swelling of the cheek area and saw blisters in her mouth. At this time, she was evaluated by a facility nurse on duty. On (B)(6) 2014 at approximately 4:10pm, she was seen at tri-area community health center where she received a diagnosis of mouth reactive ulcers and was prescribed magic mouthwash.